Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a product used for spinal therapy. It was reported that the holder portion of device is loose. There was no patient involvement reported and no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported product has been used before and not delivered as defective product.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# (B)(4), lot# my20e001. It was confirmed during inspection that the holder portion of device is loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.